Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-mar-2017 and it was reported that the patient was no longer in the ICU (intensive care unit). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen baclofen and dilaudid, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported the patient was experiencing altered mental status and the healthcare provider from the other hospital thought the patient had a seizure. Per the healthcare provider on 2017-feb-19 the patient¿s spouse told the healthcare provider that at 0300 the patient ¿was fine¿. At 0600 the patient took a drink at 1130 the patient was found unresponsive. The patient was admitted to the first hospital (B)(6) 2017. The patient was currently in the ICU (intensive care unit) and breathing on their own. The healthcare provider requested compatibility guidelines for an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.